Manufacturer narrative:
Device manufacture date has been corrected.

Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. Product code was not provided.

Event description:
A mexican customer initially called because of high readings on the contour ts. The complaint did not meet criteria to be reported. During the call, when viewing the meter memory, the customer noticed there were two readings missing. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.